Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump got wet and subsequently the pump shut off. The pump was connected to a power source for over an hour however, the pump was unable to be turned on. Customer reported blood glucose level was 110 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.